Manufacturer narrative:
The device was returned for analysis on 1/8/2018. Updated complaint conclusion with analysis: as reported by a healthcare professional, during stent-assisted coil embolization of a wide-neck anterior communicating artery aneurysm using an unspecified enterprise stent (catalog and lot unknown), the physician felt the inner lumen of two prowler select plus microcatheters (catalog 606s255fx, lots 17659984 and 17668711) were smaller than normal prowler select plus, so the physician removed the enterprise and removed the microcatheter over a guidewire to maintain target position. The microcatheters was replaced with another microcatheter of the same size prowler and the same enterprise stent was implanted. The procedure was successfully completed. It was reported that a continuous flush had been maintained through the microcatheters. The microcatheters did not appear bent or damaged in any way. There were no potential adverse events. Multiple attempts to obtain the devices for analysis were unsuccessful. A non-sterile prowler sel plus 150/5cm 45tip was received coiled inside of a pouch. The received device was inspected and it was found compressed at 89cm from the distal end. No other damages were noted on the received device. The received microcatheter was inspected under microscope and it was found kinked. The ID from the microcatheter was measured and was found within specification (proximal hub ID .021¿ specification: .021¿ minimum; distal ID .021¿ specification: .021¿ minimum). A guide wire .018¿¿ lab sample was introduced into the received microcatheter. The lab sample guide wire passed through of the mc and resistance friction was felt when it was passed through of the kinked section noted on the received device. During the review of the lot 17659984 it was noted that 1 unit was rejected due to the defect of tight ID and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The resistance was confirmed during the functional test. The event appears was due to the kinked section noted on the received device. The cause of the kinked condition was apparently caused by applying excessive force on it, but it could not be conclusively determined. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. Procedural factors and handling process may contribute to the failure as reported. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device was not returned. If the device is returned at a later date, a follow-up MDR will be submitted. As reported by a healthcare professional, during stent-assisted coil embolization of a wide-neck anterior communicating artery aneurysm using an unspecified enterprise stent (catalog and lot unknown), the physician felt the inner lumen of two prowler select plus microcatheters (catalog 606s255fx, lots 17659984 and 17668711) were smaller than normal prowler select plus, so the physician removed the enterprise and removed the microcatheter over a guidewire to maintain target position. The microcatheters was replaced with another microcatheter of the same size prowler and the same enterprise stent was implanted. The procedure was successfully completed. It was reported that a continuous flush had been maintained through the microcatheters. The microcatheters did not appear bent or damaged in any way. There were no potential adverse events. Multiple attempts to obtain the devices for analysis were unsuccessful. During the review of the lot 17659984, it was noted that 1 unit was rejected due to the defect of tight ID and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The resistance within the catheters could not be confirmed without product return for analysis. The root cause of the events could not be determined. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This MDR is being submitted to correct the MFR site contact name and email address.

Manufacturer narrative:
(B)(6). It was reported that the device would be returned for analysis; however, the devices have not yet been returned. During the review of the lot 17659984 was noted that 1 unit was rejected due to the defect of tight ID and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2017-00137 and 3008264254-2017-00138.

Event description:
As reported by a healthcare professional, during stent-assisted coil embolization of a wide-neck anterior communicating artery aneurysm using an unspecified enterprise stent (catalog and lot unknown), the physician felt the inner lumen of two prowler select plus microcatheters (catalog 606s255fx, lots 17659984 and 17668711) were smaller than normal prowler select plus, so the physician removed the enterprise and removed the microcatheter over a guidewire to maintain target position. The microcatheters was replaced with another microcatheter of the same size prowler and the same enterprise stent was implanted. The procedure was successfully completed. It was reported that a continuous flush had been maintained through the microcatheters. The microcatheters did not appear bent or damaged in any way. There were no potential adverse events.